Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally applied external force to the ilet while it was in a pocket, resulting in a broken and unusable display screen that rendered the pump inoperable; blood glucose was reported as not affected, and replacement logistics and education were provided, including backup therapy guidance and data start-up expectations for the replacement device. Symptoms included no adverse clinical effects. Outcomes included no reported impact on health status and continued cgm use via the dexcom app or receiver. Investigation included review of the event description, verification of device replacement process, and user education on return and backup therapy. Investigation of this case revealed physical damage to the display component consistent with user-induced mechanical breakage, leading to loss of intended device function. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage and not a device malfunction.